Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on (B)(6) 2020. The physical sample is not available for the evaluation. Per customer, the sample was discarded. A representative picture has been provided for the evaluation. Upon visual inspection, the catheter is seen detached from the adapter sampling port. Therefore, the reported condition is confirmed. There have been cases reported in the past for catheter detachment, of which a corrective and preventative action (CAPA) was opened in (B)(6) 2020 in order to address the reported condition through a more robust investigation. The results of the investigation will be documented through the CAPA. Any further actions will be designed to prevent the reoccurrence of the reported condition.

Event description:
The customer reported that the tubing disconnected from the catheter itself. There were no balloon issues. The catheter remained in the patient, but the tubing disconnected from the catheter, sliding out without manipulating or tearing of the green tape. There was no patient injury reported.